Manufacturer narrative:
The field service engineer changed the pinch valve, adjusted the probe, and the adjusted the photomultiplier tube voltage. The analyzer software was reset and updated. The customer performed calibrations and performed testing was completed. As the calibration and qc data were within specifications, a reagent issue was unlikely. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay results from the cobas e411 rack analyzer. The initial result was 132.3 pg/ml and was reported outside of the laboratory. The same sample repeated on the same analyzer with a result of 126 pg/ml. The sample was sent to another laboratory and was tested on a cobas e601 analyzer with a result of 203 pg/ml. The reagent lot number was 49581401 with an expiration date of 31-jan-2022.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The issue appeared to be resolved after the service actions.